Event description:
It was reported that during a rectum procedure, the stapler cut without stapling. The rectum anastomosis was finally done with manual suture. They had to drain the urine from the bladder and to realize a stoma. The procedure time was extended by one hour and thirty minutes. The patient was discharged from the hospital on (B)(6) 2013. He still has the stoma but it will be stopped maybe. A regular post-operative follow-up will be done. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.